Event description:
A piece did break off inside body of pt and they were able to remove most of it. Surgeon introduced the disposable cannula, pushing the cannula into the shoulder joint. When the cannula was in place, he removed the guiding rod from the posterior portal and re-inserted the telescope to carry on with the procedure. It was then discovered that, the tip portion of the disposable was broken. A delay of thirty minutes resulted. Back-up devices were available.

Manufacturer narrative:
Evaluation of the device showed the distal end of the cannula is broken and small pieces are missing. Condition of the device is consistent with excessive force being applied however, a conclusion could not be made for the reported failure.